Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device confirmed biomaterial. The root cause of the low pump flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. There were lower than expected flows during impella support. The pump was removed and replaced without further issue or any harm to the patient.